Event description:
The facility reported a pump with a problem of "recall."it is unk when this problem was indentified.it is also unk whether there was any patient injury or medical intervention necessary according to the hospital represetative.